Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing signs of dural puncture demonstrated by nausea and dizziness. Infection was noted upon exam. The physician confirmed that the infection was not device related and nothing happened during the procedure that contributed to infection. The patient had an early lead pull. The physician did not suspect device malfunction.